Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter revision in the hospital. Attempts to obtain additional information were unsuccessful. The pd catheter is not a fresenius product. Pd catheter revision can be a result of outflow failure for a patient in pd therapy requiring intervention to resolve. There was no allegation of a device malfunction or deficiency reported for the liberty select cycler related to the pd catheter revision. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-768650, ce00103249 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).